Event description:
"The pharmacist set the tube in property, and as it got set in the pump, it start to leak. As a result of the tube leaking, it cost the hosp to lose four different drugs to be leaked out. There is no way we can use the drugs over and we have to discard anything that by a hole, tear, or leak of any form".